Event description:
It was reported that during patient use, a ventilator was auto cycling. The patient was removed and placed on another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the ventilator and the alleged malfunction could not be duplicated. The ventilator received a software and flash drive update. All calibrations, extended self-test, short self-test, vent inop test and electrical safety test passes.